Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, an air leak was noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. During the procedure, bubbles were generated from the port through which saline passing, air was leaking somewhere in the port. The device was exchanged with no adverse consequences to the patient.